Event description:
Home patient (hp) contacted baxter's technical service center for assistance during apd therapy. While assisting the hp regarding a "check lines and bag alarm" the hp indicated to the technician that home patient had received "a lot of air" during home patient's apd therapy the night before. The technician further instructed the patient on the proper procedure for connecting during initiation of therapy. Follow up with patient's healthcare professional (hcp) noted patient had been trained on the proper procedure. No patient injury or medical intervention was reported by the hcp.